Manufacturer narrative:
A lumenis service engineer visited the site four days after the reported event, and after confirming the reported coolant flow error on the subject device, he repaired the device by replacing the flow switch; the procedure was subsequently completed the following day. A review of the system's historical service records revealed that the system was installed at the user facility on 01-mar-2009. The system had its last annual preventative maintenance, performed by a lumenis-certified service engineer, on 23-aug-2018 and the device was cleaned, aligned, and calibrated according to specifications & configurations established by the manufacturer. No abnormalities were observed. Although a cause for the reported failure could not be established, based on the age of the system it is likely that the failure was due to 'normal wear'. Should new information become available a supplemental MDR will be submitted. Although there was no report of injury associated with this event, the flow switch malfunction led to a cancelled procedure. Lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks and in an abundance of caution lumenis is reporting this event.

Event description:
A foreign user facility reported that prior to the start of a laryngeal biopsy procedure in which a lumenis-sharplan fpm 30c compact co2 laser was to be utilized, the laser would not start up due to a coolant flow error. Unable to continue operation, the procedure was cancelled and the patient had to be woken up from anesthesia. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition